Manufacturer narrative:
The product was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This ICD was explanted. No additional adverse patient effects were reported.